Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate hv and atp therapy for svt. It was noted that the arrhythmia self-terminated. Programming changes were made. Patient was doing fine after the event. Device remains implanted.